Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin pump error alarms noted during testing. Software error alarm alarmed during boot up due to an intermittent hardware issue, problem isolated to electronic assemblies. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of post-reset ram crc alarm, history pointers failed and trace pointers invalid. The customer's blood glucose reading was 219 mg/dl. The customer stated that the pump was stored without battery for greater than 8 hours. The customer programmed a normal bolus into the air and it was recorded in the daily history. The insulin pump was returned for analysis.